Manufacturer narrative:
The lot number is not known, therefore, device manufacturing and expiration dates are not known. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procedure set was used during a hysteroscopy procedure. According to the complainant, there was an 8cc fluid loss into the patient's vagina. The patient suffered a vaginal burn which was noted to be small and superficial. The burn was not treated. Follow up information received on 11aug09, confirmed that there was no leakage at the cervix. The cervix was not over dilated and the anatomy was normal. The size of the burn was small, but its degree is unknown. The procedure was completed with another of the same device and there were no further patient complications reported. Although an attempt was made to obtain further follow up regarding degree of burn, there is no further information regarding this event.